Event description:
Proximal tip of anchor cracked after being inserted half way (malleted). Surgeon pulled the proximal tip of the anchor out, then sutures were secured and completed successfully on the shoulder arthroscopy/bankart repair. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include not inserting the implant co-axial to the bone tunnel or prying /leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part requested but not returned.